Manufacturer narrative:
Additional information: d4. Manufacturer's investigation conclusion: the report of no external power alarms was confirmed through the analysis of a submitted data log file. The log file contained approximately 37 days (B)(6) 2018 ¿ (B)(6) 2018, per timestamp). The log file revealed that on (B)(6) 2018 at approximately 07:41 while connected to the mpu, the rsoc voltage levels of both the power cables simultaneously dropped from expected ~12v down to ~4.5v at 07:41:11 and to ~2.8v at 07:41:12 due to ac power loss causing the system to function on backup batteries. The mpu used at the time of the reported event was not returned for analysis. No further issues have been reported at this time. The root cause of the no external power alarm was related to loss of ac power. The mpu listed under the patient's equipment history. Review of the device history records found that the mobile power unit was manufactured with the v-lock ac connector. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had no external power event on (B)(6) 2018 due to their mobile power unit (mpu) for possible disconnection of the mpu ac cable from the mpu connection point. The patient was being monitored closely. No change in treatment plan for now and patient is doing well. No symptoms reported. Patient does have the power cord with locking mechanism. No device was exchanged and nothing will be returned fr evaluation. No further information was provided.